Event description:
On (B)(6) 2012, it was reported that the patient was hospitalized for hypoglycemia on (B)(6) 2012. The reporter stated that the patient was found unresponsive at 3:30pm on (B)(6) 2012. The patient was said to have received glucagon during ambulance transport to an emergency room and was admitted to the hospital upon arrival. The reporter said that the only blood glucose (bg) value was 40mg/dl at the emergency room. According to the reporter, the patient was out until 2:30am on (B)(6) 2012 and slept until the reporter checked her at 3:30pm. The patient said that she consumed low carbohydrate amounts on (B)(6) 2012 and went to bed and slept later than usual. She reported that she did not eat or test bg on (B)(6) 2012. Customer support reviewed the pump with the patient who confirmed the histories and settings (including time and date) were correct; there were no alarms in the history. The patient was to be discharged on the pump on (B)(6) 2012 but was unable to set the time and date correctly. There is no allegation or evidence that the issue occurred prior to the hospitalization. See medwatch # 2531779-2012-02501 for report of the time and date setting issue that occurred after the hypoglycemic event. This complaint is being reported based on the following conclusions: the patient experienced a serious diabetic injury after continued use of an insulin pump without required bg checks.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.